Manufacturer narrative:
Date rec¿d by MFR : 22jun2019, date of report : 11jul2019. The touchscreen was returned for failure investigation. The findings included the resistance and resistance ratio being out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10april2019. Phone number not provided. Manufacturer's field service engineer (fse) evaluated the unit and verified the reported issue. Touchscreen would not work in all spots and calibration failed. Fse replaced the unit's touchscreen to resolve the reported issue. Unit was tested and passed. Unit returned to service.

Event description:
Customer contacted technical support (ts) stating that unit had touch screen failure. The customer reported there was no patient involvement. Event date not specified, estimate used.